Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck on guidewire occurred. During a below the knee percutaneous transluminal angioplasty (btk pta), a 150cm rubicon¿ 18 support catheter was used in conjunction with a 014 victory guidewire. However, the physician noticed that the victory guidewire was hard to rotate and handled so the physician removed the victory guidewire and replaced it with a non-bsc guidewire. After a few minutes, the non-bsc guidewire became hard to handle as well and could not be advanced through the rubicon¿ support catheter. The non-bsc guidewire and the rubicon¿ support catheter were removed together from the patient. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis with a guidewire in the lumen. The guidewire was sticking out of the hub 136cm and 16cm from the tip. There was contrast and blood in the lumen. Device analysis revealed no visible damage to the shaft. An attempt to withdraw the guidewire was made; however, the guidewire was unable to be removed due to the excessive amount of blood in the lumen. The rubicon and guidewire were soaked in a warm water bath for 3 weeks. Another attempt was made to remove the guidewire, but was still unsuccessful. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter stuck on guidewire occurred. During a below the knee percutaneous transluminal angioplasty (btk pta), a 150cm rubicon¿ 18 support catheter was used in conjunction with a 014 victory guidewire. However, the physician noticed that the victory guidewire was hard to rotate and handled so the physician removed the victory guidewire and replaced it with a non-bsc guidewire. After a few minutes, the non-bsc guidewire became hard to handle as well and could not be advanced through the rubicon¿ support catheter. The non-bsc guidewire and the rubicon¿ support catheter were removed together from the patient. The procedure was completed with a different device. No patient complications were reported.